Manufacturer narrative:
On 10/15/2019, after clinical review of this file, patient codes pain and healing, impaired were added to more accurately capture the patient's reported symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 325cc mentor memorygel breast implants and suffered several unexplained systemic symptoms, including anxiety, breast sores on both breast, numbness in arms, headaches, fatigue, chest pains, joint pain, weight gain, and depression. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient had explanted the implants on (B)(6) 2019. This report is for the right prosthesis.